Event description:
It has been reported to philips that when the device was returned from repair, the screws holding the battery connector socket in place are missing, which is then keeping the device from powering on. There is no patient involvement.